Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 27mm 7300tfx valve in the tricuspid position, was explanted after an implant duration of 2 years, 7 months due to severe stenosis, moderate regurgitation and thickened leaflets. The patient presented with dyspnea on exertion and positional dyspnea. The explanted valve was replaced with a 29mm 11400m valve. Per medical records, the patient underwent tvr with a 29mm mitris valve. Intraoperatively, the tricuspid valve leaflets were noted to be thickened with no gross evidence of infection. Pannus was excised. The post bypass tee showed that the bioprosthetic valve was well-seated with no paravalvular leak. The patient was transferred to cardiac surgical intensive care unit in critical but stable condition. The patient was discharged on pod#9.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 27mm 7300tfx valve in the tricuspid position, was explanted after an implant duration of 2 years, 7 months due to unknown reason. The explanted valve was replaced with a 29mm 11400m valve.